Manufacturer narrative:
An x-ray was taken, and it showed that the fossa components were placed anterior relative to the posterior border. No additional information is available at this time. Multiple MDR's were submitted for this event(2031049-2020-00096).

Event description:
The patient's left tmj mandibular component is dislocated.